Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed nurse from (B)(6) of patient made mistake, break in aseptic technique, and peritonitis in a patient coincident with dianeal pd2 therapy. On an unknown date, the patient began treatment with dianeal pd2 therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique, further described as the patient made a mistake (details not provided). On (B)(6) 2012, the nurse reported the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began an remedial therapy (unspecified). The outcome of the peritonitis event was unknown. Concomitant therapy was not reported. Per the nurse, the cause of the peritonitis was patient made mistake/break in aseptic technique. The nurse reported the cause of the peritonitis event was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because nurse reported break in aseptic technique described as patient made mistake. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.